Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not working before surgery.

Manufacturer narrative:
The company service representative examined the system and found the laser footswitch function to be intermittent. The interface breakout printed circuit board (pcb) was replaced to resolve the issue. Unrelated to the reported event, the xenon lamp was replaced, as a preventive measure, as it was nearing its maximum rated life. The system was then tested and met all product specifications. The system was manufactured on april 18, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).